Event description:
A customer reported a clenz leak of unspecified amount under the right hand side of the coulter - lh 750 hematology analyzer. The customer was running startup and qc when the leak was observed. However, qc recovered in range. The customer was unable to located the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported, no death, injury or exposure was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place.

Manufacturer narrative:
The field service engineer found the clenz leak under the analyzer. The upper and lower sheath quick disconnects from the flow cell connecting to the diff module were loose. The fse tightened the quick disconnects and cleaned up the leak. Failure mode of the event is the loose upper and lower sheath quick disconnects. (B)(4)